Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 the patient presented with unstable angina. A 2.75 x 33 mm xience xpedition stent was implanted in the mid, left circumflex (lcx) coronary artery, a 2.50 x 23 mm xience xpedition stent was implanted in the mid, left anterior descending (lad) coronary artery, and a 2.75 x 23 mm xience xpedition stent was implanted in the proximal lad coronary artery. Following stent deployment, the patient was transferred to the ward. On (B)(6) 2018, while still in the hospital the patient died in their sleep. The physician speculated that there could have been in stent thrombosis; however, no autopsy was performed and a cause of death was not determined. No additional information provided.